Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer is saying she has an emergency crown she has to put on one of her back teeth and wanted to know if she should wait to do her ik. The customer then called in stating their dentist refused to provide a lor for the customer as they don't endorse byte as a company but only invisalign. However, the customer stated they got clinical findings note that they will pass over.